Event description:
Reporter initially noted erratic vacuum response and occlusion alarm. Follow-up with surgeon noted bubbling in eye upon starting phaco, with almost instant whitening and shrinkage of cornea/sclera (burn). Wound fishmouthed and required suture to close. Felt there was an occlusion in the system. Patient recovering well.